Manufacturer narrative:
The rv lead remains in service for defibrillation therapy. The explanted device was not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. Loss of capture (loc) had also been observed. The patient was not pacemaker dependent. The device was explanted for normal battery depletion. Due to the patient¿s age and clinical status, the physician elected to retain the rv lead. The r-wave values and shock impedance measurements were normal, with no noise observed on the rv electrograms. The new device was programmed for left ventricular (lv) only pacing. No adverse patient effects were reported.